Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize that the door was shut during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize that the door was shut during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, does not recognize that the door is shut. Was able to be reproduced as a door not fully latched error during load set . A review of the event history log revealed multiple door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose upper link screw. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy.